Manufacturer narrative:
Product ID 74002, lot# n226315, implanted: 2010-(B)(6), product type adapter, product ID 3777-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead, product ID 3777-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient, (B)(4).

Event description:
Additional information received reported that the device was replaced and the patient was receiving 'great' stimulation. A follow-up report will be made if additional information becomes available.

Event description:
It was reported that the patient was having telemetry issues and that the battery was overdischarged yesterday. A pmr (physician mode reset) was performed and an eos (end of service) messages was then reported. The patient noted having stimulation last week. It was recommended to have the device replaced. Further information received reported that the patient was scheduled to have the device replaced. No patient outcome was provided. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.